Event description:
Boston scientific received information that an out of range shock impedance measurement greater than 125 ohms was observed. It was reported since implant the trend has been fluctuating between 70 - 90 ohms. The out of range measurement was only observed once. A request for additional information has been sent. There were no adverse patient effects reported.

Manufacturer narrative:
This report will be updates should additional information be obtained.